Manufacturer narrative:
The additional initial reporter name is dr. (B)(6) (ccu resident). A ccu resident reported repeated gas loss alarms on a cardiosave intra aortic balloon pump and fiber optic catheter, with therapy resumed multiple times by pressing start. No blood was observed in the helium tubing and all connections were confirmed secure. A fill was performed, resolving the alarm and resuming therapy. The alarm was determined to be likely related to sustained patient tachycardia rather than a device malfunction. Education was provided on alarm causes and troubleshooting by the esp personel. The call was ended. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.